Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for diabetic gastroparesis and g astroparesis. It was reported that the caller stated that they met with their doctor recently and they were unable to communicate with the implant. The caller reports that they are scheduled to have a replacement surgery on the 21st and are scared to have the surgery again. The caller reported that the therapy has been working well and was told that their settings are low. The caller is asking about warranty and if we have any insight as to why that would occur. Agent reviewed that we would need to have the device back for analysis and findings would be sent to the managing hcp.

Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.